Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Two medical images were provided and reviewed. The provided images shows stereotactic biopsy. In the provided image, there are post biopsy changes from recent stereotactic biopsy, including air and fat stranding from lidocaine administration. There is a ring shaped tissue marker. Adjacent to the tissue marker there are two tiny linear hyper densities. There are micro calcifications more distant from the marker. The last stage of a biopsy using the encor enspire needle is insertion of the tissue marker through the back of the probe. The radiologist first replaces the basket rear cover with the marker adaptor, then introduces the marker applicator through the probe internal sheath. The tissue marker is then deployed. Subsequently, the radiologist should press the "rotate" button on the console to rotate the needle 180 degrees. Finally, both the probe and tissue marker applicator are removed from the breast as one unit. In this case, no pre-biopsy images were provided, so it is not clear that the tiny linear hyper densities came from the biopsy. It is uncertain what they are. It is possible that they are tiny pieces of metal that broke off during the biopsy or during the deployment of the tissue marker. It is also possible that they are residual calcifications. Regardless, they are of no clinical significance. There is nothing further that needs to be done (i.e. The area does not need to be removed). It may also be helpful to re-image the area a few weeks or months after the biopsy to see if the finding persists. Based on the image review, the reported foreign material cannot be confirmed. Therefore, the investigation is inconclusive for the reported foreign material as no objective evidences were given in the provided images. A definitive root cause for the alleged foreign material could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method) h11: h6 (device, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post a stereotactic guided breast biopsy procedure, little metal smidgens were allegedly found in the patient's breast under stereo images. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that post a stereotactic guided breast biopsy procedure, little metal smidgens were allegedly found in the patient's breast under stereo images. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two medical images were provided and reviewed by paul mullarkey. The provided images shows stereotactic biopsy. In the provided image, there are postbiopsy changes from recent stereotactic biopsy, including air and fat stranding from lidocaine administration. There is a ring shaped tissue marker. Adjacent to the tissue marker there are two tiny linear hyperdensities. There are microcalcifications more distant from the marker. The last stage of a biopsy using the encor enspire needle is insertion of the tissue marker through the back of the probe. The radiologist first replaces the basket rear cover with the marker adaptor, then introduces the marker applicator through the probe internal sheath. The tissue marker is then deployed. Subsequently, the radiologist should press the "rotate" button on the console to rotate the needle 180 degrees. Finally, both the probe and tissue marker applicator are removed from the breast as one unit. In this case, no pre-biopsy images were provided, so it is not clear that the tiny linear hyper densities came from the biopsy. It is uncertain what they are. It is possible that they are tiny pieces of metal that broke off during the biopsy or during the deployment of the tissue marker. It is also possible that they are residual calcifications. Regardless, they are of no clinical significance. There is nothing further that needs to be done (i.e. The area does not need to be removed). It may also be helpful to re-image the area a few weeks or months after the biopsy to see if the finding persists. Based on the image review, the reported foreign material cannot be confirmed. Therefore, the investigation is inconclusive for the reported foreign material as no objective evidence were given in the provided images. A definitive root cause for the alleged foreign material could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 09/2025). The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post a stereotactic guided breast biopsy procedure, little metal smidgens were allegedly found in the patient's breast under stereo images. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two medical images were provided and reviewed. The image review concluded the provided images show stereotactic biopsy. There are postbiopsy changes from recent stereotactic biopsy, including air and fat stranding from lidocaine administration. There is a ring shaped tissue marker. Adjacent to the tissue marker there are two tiny linear hyperdensities. There are microcalcifications more distant from the marker. No pre-biopsy images were provided, and it is not clear if the tiny linear hyperdensities came from the biopsy and are tiny pieces of metal that broke off during the biopsy or during the deployment of the tissue marker. It is possible they are residual calcifications, regardless they are of no clinical significance. Although, it is not possible to determine the exact source or cause of the hyperdensities in the medical images provided, the reported event details state metal smidges when taking stereo images from the breast in the area seen within the provide images. Therefore, the investigation is confirmed for the reported metal smidgens. A definitive root cause for the reported metal smidgens and observed tiny linear hyperdensities could not be determined. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (medical device expiration date), g3, h6 (device). H11: d4 (unique identifier (UDI) #), h6 (component). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post a stereotactic guided breast biopsy procedure, little metal smidgens were allegedly found in the patient's breast under stereo images. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two medical images were provided and reviewed. The image review concluded the provided images show stereotactic biopsy. There are post biopsy changes from recent stereotactic biopsy, including air and fat stranding from lidocaine administration. There is a ring-shaped tissue marker. Adjacent to the tissue marker there are two tiny linear hyperdensities. There are microcalcifications more distant from the marker. No pre-biopsy images were provided, and it is not clear if the tiny linear hyperdensities came from the biopsy and are tiny pieces of metal that broke off during the biopsy or during the deployment of the tissue marker. It is possible they are residual calcifications, regardless they are of no clinical significance. Although, it is not possible to determine the exact source or cause of the hyperdensities in the medical images provided, the reported event details state metal smidges when taking stereo images from the breast in the area seen within the provide images. Therefore, the investigation is confirmed for the reported metal smidgens. A definitive root cause for the reported metal smidgens and observed tiny linear hyperdensities could not be determined. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g2, g3. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent for a post stereotactic guided breast biopsy procedure using encor probe. Post the procedure, little metal smidgens were allegedly found in the patient's breast under stereo images. The current status of the patient was unknown.